Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of atypical power cable disconnect and low voltage advisory alarms was confirmed via analysis of the log file and evaluation of the returned controller (serial number: (B)(4)). Atypical low voltage advisory and power cable disconnect alarms were active throughout the log file while connected to 14v batteries due to the rsoc voltage on the black power cable dropping. The log file also captured low voltages on both power cables while connected to the power module; however, the voltages were not low enough to activate any alarms. The driveline was disconnected on (B)(6) 2020 at 14:59:56 to exchange the system controller. No other notable alarms were active in the log file. The alarms and atypical voltages did not affect the controller¿s ability to operate the pump at the set speed. The returned controller was connected to a test power module/system monitor and a mock circulatory loop. A power cable disconnect alarm associated with the white power lead was able to be reproduced when the cable was flexed by hand. Additionally, an audio alarm without an associated visual alarm on the system controller or system monitor was able to be produced when flexing the white power cable. No atypical alarms were produced by flexing the black power cable. The atypical alarms did not affect the controller¿s ability to operate the pump at the set speed. Visual inspection of the returned controller revealed a tear in the outer jacket of the white power cable near the strain relief on the connector side of the controller, exposing the inner wires; the power cable was also kinked at this location. The strain reliefs were broken on the connector side of the black and white power cables. Testing performed on the power cables revealed breakdown of the underlying conductors, including increased resistance on all of the conductors and several conductors in the white power cable shorting to the shielding when the cable was flexed. This damage to the underlying conductors could result in the atypical alarms observed during testing and in the log file. The outer jacket was removed from the power cables and a green contaminate consistent with fluid ingress was observed. The underlying conductors were inspected and the alarm out wire in the white power cable was severed at the location of the observed tear and kink in the outer jacket; this would result in the atypical audio alarms without an associated visual indicator when the wire makes contact with the shielding. The reported event was determined to be caused by breakdown of the conductors of the power cables. The breakdown of the conductors appears to have been caused by the damage to the power cables; however, the root cause of the damaged power cables could not be conclusively determined through this analysis. The observed fluid ingress also could have contributed to the degradation of the conductors; however, the root cause of the fluid ingress could not be conclusively determined through this analysis. Heartmate ii patient handbook and heartmate ii instructions for use (IFU) cover all alarms (visual and audible), including the low voltage advisory and power cable disconnect alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate ii patient handbook describes how to care for and clean all equipment, including the system controller power cables. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate ii lvad, including inspecting the system controller power cables for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate ii patient handbook informs the user that the system controller must be kept dry at all times. Never swim or take baths. Do not shower without doctor¿s approval, and never shower without the shower bag; do not submerge shower bag in water. This section also states ¿although the external components of the heartmate ii left ventricular assist system are moisture-resistant, they are not waterproof. Take care to protect system components from water or moisture, whether indoors showering or outdoors in a heavy rain. If the components have contact with water or moisture, you may receive an electrical shock or the pump may stop.¿ heartmate ii patient handbook and heartmate ii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had "replace power" alarms while on batteries despite being connected to two batteries with at least 50 % power. The alarm log noted multiple low voltage advisory alarms. The patient was noted to have a tear in the white power lead cord. The controller was exchanged and the alarms did not reoccur. Log file analysis confirmed the low voltage advisory events while on battery power. No additional information was provided.